Event description:
Technician reports "there is a kink in the tubing material at the arterial port used to attach line to patient access. This appears on both arterial and venous lines". Product not used. Sample is available.